Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. The customer's address is unknown. (B)(6) has been used as a default. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that unspecified bd¿ tubing had underinfusion. The following information was provided by the initial reporter: material #: unknown batch/lot #: unknown. It was reported that the bag was set to the correct parameters, but upon completion less than a quarter of the bag was left, so all of the infusion was not received by the patient. Verbatim: the information entered in the jpsr r/t the IV pumps was as follows: staff did not enter the ee# of the specific pumps. The patient had a scheduled i.v antibiotic cefepime. The bag was set to the correct parameters, but upon completion less than a quarter of the bag was left, so all of the infusion was not received by the patient and it was not discovered until the next antibiotic scheduled. After speaking to several staff members, it was determined that it has been happening over the past few weeks with this medication as well as vancomycin bags with different patients, particularly the 250ml bags. The next evening, the new antibiotics were monitored and it was noted that on one of the bags that the suction of the bag was extremely high and upon completion of the programmed infusioin, it still had fluid in the chamber left and i.v bag. So this staff member restarted the antibiotic and waited. Shortly after, it switched to running the flush again even though it said it was still running the antibiotic. The suction created with the i.v bag is preventing all of the antibiotic from administering and is causing it to switch to the i.v flush bag even though there is still antibiotic in the bag and the chamber. With other instances it was also determined many of the 250ml bags have 40 to 50 ml more of normal saline in the bags than it says, and the pumps are having to be set to reflect this rather than the pump default.

Event description:
It was reported that unspecified bd¿ tubing had underinfusion. The following information was provided by the initial reporter: material #: unknown batch/lot #: unknown it was reported that the bag was set to the correct parameters, but upon completion less than a quarter of the bag was left, so all of the infusion was not received by the patient. Verbatim: the information entered in the jpsr r/t the IV pumps was as follows: staff did not enter the ee# of the specific pumps. The patient had a scheduled i.v antibiotic cefepime. The bag was set to the correct parameters, but upon completion less than a quarter of the bag was left, so all of the infusion was not received by the patient and it was not discovered until the next antibiotic scheduled. After speaking to several staff members, it was determined that it has been happening over the past few weeks with this medication as well as vancomycin bags with different patients, particularly the 250ml bags. The next evening, the new antibiotics were monitored and it was noted that on one of the bags that the suction of the bag was extremely high and upon completion of the programmed infusioin, it still had fluid in the chamber left and i.v bag. So this staff member restarted the antibiotic and waited. Shortly after, it switched to running the flush again even though it said it was still running the antibiotic. The suction created with the i.v bag is preventing all of the antibiotic from administering and is causing it to switch to the i.v flush bag even though there is still antibiotic in the bag and the chamber. With other instances it was also determined many of the 250ml bags have 40 to 50 ml more of normal saline in the bags than it says, and the pumps are having to be set to reflect this rather than the pump default.

Manufacturer narrative:
H6: investigation summary no product or photo was returned by the customer. It was reported that the bag was set to the correct parameters, but upon completion less than a quarter of the bag was left, so all of the infusion was not received by the patient. The customer complaint could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed because a model or lot number was not provided by the customer. Due to no sample being received, an investigation could not be performed and a root cause could not be determined. See h10.